Event description:
Complaint investigation when a report was received from an international hospital facility that during an in house study they obtained inaccurate precision readings. Upon further review here, company discovered that there may have been an accuracy issue when a higher blood glucose valve of 94 mg/dl was found to have been compared to a laboratory result of 64 mg/dl. There was no report of death or serious injury. Medical intervention was not required. The comparison results were plotted onto a clarke error grid, a widely used and accepted tool for estimating the potential significance of difference in readings and fell into the "d" zone, which considered to be clinically significant.